Event description:
It was reported to boston scientific corporation on august 7, 2008, that a y-port feeding adapter was used during a feeding device replacement procedure performed in 2008. According to the complainant, a replacement feeding device was being installed at home when the complainant became aware that the bottom of the device was too small and would not allow food to pass. As a result, an older feeding device (device unknown) was installed until a new peg tube is received. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is unknown.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.